Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. The field service engineer replaced the faulty power supply and verified its operation. The root cause for the smoke and burning smell was caused by a capacitor in the power supply burning out. The hmx is listed as conforming to (B)(4). Beckman coulter also declares conformance with (B)(4).

Event description:
The customer and the field service engineer who was on-site reported that at installation there was a "burning smell" and the power supply for the hmx hematology analyzer started smoking when powered up. The event was described as producing "minimal smoke". The instrument was turned off. There were no flames observed. The fire department was not called and no fire alarms or sprinklers were set off. No one sought medical attention as a result of this event.